Manufacturer narrative:
Additional information: b5: on (B)(6) 2023 the lens was exchanged for a same length different diopter lens. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -6.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Refractive change overtime was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.